Event description:
It was reported that the right atrial (ra) lead had become dislodged and the physician was unable to confirm atrial sensing or capture. The ra lead was repositioned and remains in use. The patient is participating in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 6935865 implantable tachy lead implanted: (B)(6) 2013 product ID d284drg implantable cardioverter defibrillator implanted: (B)(6) 2013. (B)(4).